Manufacturer narrative:
In regard to this complaint, a disposable 2.5 mm triple step angled flared phaco needle set and a small metallic particle were received. Careful visual inspection of the returned product showed that the phaco needle was completely intact. Based on this finding, it was concluded that the metal particle did not originate from the needle. The conclusion is reinforced by the fact that all our phaco needles are subject to an ultrasonic cleaning process after machining. This process is designed to remove any residues from the machining process. Though the metallic particle did not appear to come from the phaco needle, its actual origins remains unknown. In order to determine the particle's origins with certainty, both the particle itself and a reference sample of the suspected source would have to be analyzed. Unfortunately, neither the manipulator mentioned in the complaint description, not any other instrument that may have been used during the surgical procedure had been provided for investigation. Device history record review pertinent to lot 9366-*-*-1 revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot prior to this case or since. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Since the investigation findings do not lead to a clear conclusion about the cause of the event and because the product is performing within the anticipated rates, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The analysis includes all complaints with failure mode as reported ph-needle-particles. Please note that while the 2023 incident numbers are up to date, the 2023 distribution figures are from april 25th 2023. As these products are still being distributed, the actual number of devices in the market is higher. The incident rate is therefore in fact lower.

Event description:
We have been informed that during surgery, after the quadrant removal, the surgeon found a small piece of metal in the patient's eye. The piece of metal was able to be removed without harm to the patient. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed.in case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, after the quadrant removal, the surgeon found a small piece of metal in the patient's eye. The piece of metal was able to be removed without harm to the patient. No report that actual patient harm occurred or surgery was prolonged > 30 min.